Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) 2.75mm diameter x 30mm length drug eluting stent. The balloon was reported to have burst during the procedure. Inflation pressure applied to the balloon prior to the burst was 14 bar for 10 seconds. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Resultsand conclusions: based on information received, root cause cannot be determined. (Balloon burst). No results available since no evaluation was performed. (No device received for evaluation). (B)(4).